Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure date of the index surgical procedure on what tissue was the device used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the suture/needle grasped during use? Other relevant patient history/concomitant medications product code? If applicable, is unopened product from this lot number pdbamt available to be returned for device evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This 3500a medwatch report is related to user facility mw # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via user facility medwatch #(B)(4) that a patient underwent emergency procedure for injury/laceration to wrist while hunting and suture was used. The patient presented with a wrist laceration; injury to left wrist laceration from hunting knife. The patient was placed in the appropriate position and anesthesia around the laceration was obtained by infiltration using 0.5% bupivacaine without epinephrine. The area was then cleansed with shur-clens and draped in a sterile fashion and irrigated with normal saline. The laceration was explored. It did involve approximately 10% of the flexor ulnar carpi tendon. The healthcare professional was attempting to close loosely, however when driving the needle through the skin, the suture broke off the end of the suture needle. The needle was unable to be localized despite extensive local dissection. It was determined that fluoroscopic guidance was required to retrieve the needle. The patient had a brisk bleeding vessel and direct pressure was then applied. The healthcare professional suspected either a branch of or the ulnar artery itself has been involved. In addition, it appeared that the tendon to the flexor carpi ulnaris was partially lacerated also. For this reason, attempts to find the foreign body was stopped and consult was requested with orthopedics for wound exploration and foreign body removal. A tight constructive dressing was then applied to control the bleeding. Orthopedic surgery for wound exploration and foreign body removal was performed the same day. The surgery involved wrist exploration, removal of foreign body, ulnar never repair, ulnar artery ligation, flexor carpi ulnaris tendon repair likely due to initial laceration during hunting. During the ortho surgery, the needle was found under fluoroscopy deep to the fcu tendon, removed and discarded. Additional information has been requested.

Event description:
It was reported via user facility medwatch (B)(4) that a patient underwent emergency procedure for injury/laceration to wrist while hunting and suture was used. The patient presented with a wrist laceration; injury to left wrist laceration from hunting knife. The patient was placed in the appropriate position and anesthesia around the laceration was obtained by infiltration using 0.5% bupivacaine without epinephrine. The area was then cleansed with shur-clens and draped in a sterile fashion and irrigated with normal saline. The laceration was explored. It did involve approximately 10% of the flexor ulnar carpi tendon. The healthcare professional was attempting to close loosely, however when driving the needle through the skin, the suture broke off the end of the suture needle. The needle was unable to be localized despite extensive local dissection. It was determined that fluoroscopic guidance was required to retrieve the needle. The patient had a brisk bleeding vessel and direct pressure was then applied. The healthcare professional suspected either a branch of or the ulnar artery itself has been involved. In addition, it appeared that the tendon to the flexor carpi ulnaris was partially lacerated also. For this reason, attempts to find the foreign body was stopped and consult was requested with orthopedics for wound exploration and foreign body removal. A tight constructive dressing was then applied to control the bleeding. Orthopedic surgery for wound exploration and foreign body removal was performed the same day. The surgery involved wrist exploration, removal of foreign body, ulnar never repair, ulnar artery ligation, flexor carpi ulnaris tendon repair likely due to initial laceration during hunting. During the ortho surgery, the needle was found under fluoroscopy deep to the fcu tendon, removed and discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/14/2021. Additional h6 component code: g07002 - device not returned. Additional information: d4 ¿ a manufacturing record evaluation could not be completed as batch is invalid for (B)(4). The following information was requested but unavailable: -the patient demographic info: bmi at the time of index procedure. -date of the index surgical procedure. -on what tissue was the device used? -what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? -what instruments were used to grasp the needle? -where was the suture/needle grasped during use? -other relevant patient history/concomitant medications. -product code? -if applicable, is unopened product from this lot number pdbamt available to be returned for device evaluation? -what is physician¿s opinion as to the etiology of or contributing factors to this event? -what is the patient¿s current status? This 3500a medwatch report is related to user facility mw # (B)(4). Note: this is a follow-up to initial report sent 12/22/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 1/14/2021.